Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s blood glucose level was 45 to 432 mg/dl. The customer¿s other blood glucose level was over 200 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high and the low blood glucose. The insulin pump will not be returned for analysis.